Event description:
It was reported that an attempt was made to remove the stylet while the PICC was being inserted, but it could not be removed, so use was discontinued. The stylet cannot be released from the locking part.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty removing the t-lock extension set is confirmed, but the root cause could not be determined. One 5 fr d/l powerpicc catheter with its t-lock assembly, 3cg stylet and tether inserted the red lumen of the catheter was returned for evaluation. An initial visual observation of the returned catheter and stylet revealed saline use residues throughout the returned devices. A functional test of attempting to remove the stylet from the catheter revealed the funnel of the t-lock assembly required some force to remove from the red luer of the catheter. The t-lock funnel was removed from the luer of the device with some force. A microscopic observation of the funnel revealed some saline use residues along the funnel. The red luer of the catheter was tested with a luer taper gauge and was determined to be within iso luer specifications. The root cause of this failure could not be determined; however, possible causes of failure may include residues causing the devices to stick together, temperature changes to the device during manufacture, storage, or transportation of the devices, or other unknown causes. This complaint will be recorded for future trending and monitoring purposes.